Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection of the stent implant was performed and the stent dislodgement was confirmed. The stent delivery system(sds) was not returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed report, additional information was received, resulting in the following revised description of event: it was reported that during the procedure to treat a moderately calcified lesion in the moderately tortuous 1st diagonal coronary artery on (B)(6) 2017, a 2.0x18 rx xience alpine stent delivery system (sds) crossed through a stent that was previously implanted in the proximal left anterior descending (lad) coronary artery on (B)(6) 2017, but was unable to be further advanced after crossing this stent, once reaching the mid lad; reportedly, the reason for advancement failure is not known. No damage was caused to the previously implanted stent. When attempting to withdraw the sds, no resistance was felt, but the it was noted that the stent had dislodged from the sds, in the mid lad. The stent was successfully snared with no adverse patient sequelae. While this issue caused a delay (increased procedure time), there was not a health impact. The target lesion was treated via deployment of a 2.25x18mm non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in an unspecified vessel, the stent of a 2.0x18 rx xience alpine stent delivery system (sds) came off of the balloon. Snaring was required to retrieve the stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.